Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain 101 alarm during drain 1 on the homechoice machine (hc). The home patient (hp) stated she spoke to her nurse a few minutes ago and made the nurse aware of the alarm. The technical service representative(tsr) assisted the hp to press stop and go to clear the alarm. The tsr reviewed the therapy log. Therapy was complete with an initial drain volume of 302ml, last fill volume of 654ml, total drain of 11248ml, and total ultrafiltration of 3248ml. The hp stated she normally does a day exchange and drains out later in the day. The hp stated she did not do that last night prior to starting therapy on the hc so it appears she had more fluid in her than normal. The hp stated the fluid came out during drain 1. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The reported issue was confirmed over the phone. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of hi drain 101 (iipv-adult). The root cause was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. If additional relevant information is received, a follow-up will be submitted. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. See table 9-1 on page 9-10 for the recommended starting points when determining your optimal I-drain alarm volume." And table 9-1 on page 9-10 gives the recommended starting point for I-drain alarm setting as 70% of the last fill volume.